Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient experienced pain after inserting the sensor and ¿felt something inside her skin¿, and the insertion site also showed swelling. The patient removed the sensor right away and went to the hospital together with her husband. At the hospital an x-ray and an ultrasound were made that confirmed that the sensor wire was still under her skin. At the hospital they were not able to get the sensor wire using a scalpel. According to the patient she has 3 cuts from incisions, but they were not able to remove the sensor wire. The emergency room suggested a referral to a surgeon based on the ultrasound result. The patient was advised to make an appointment there and was discharged. At the time of the report the patient was pending an appointment with the surgeon, and the sensor wire was still in the skin. The patient is putting dressing on the wound to prevent a possible infection. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.